Manufacturer narrative:
Devices were not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. However, the surgeon stated that this event was not directly related to the performance of the devices. Although the devices did not contribute to the reported event, we are filing this report for notification purposes.

Event description:
It was reported that a patient underwent a spinal procedure for l4 compression fracture at l2-l5. Approximately two days post op, the set screws on the hooks loosened and the hooks came off from the l2 and l5 transverse processes. The revision surgery was performed approximately 6 weeks post op to reconstruct the implants.